Manufacturer narrative:
Concomitant medical products: programmer model 3037 serial # (B)(4) lead model 3093-28 lot# j0348816v implanted: (B)(6) 2004 explanted: na.

Event description:
It was reported that the patient was unable to adjust their stimulation. The programmer displayed a "call your doctor" icon and a power-on-reset condition was reached. Additional information has been requested, but was not available as of the date of this report.